Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the lot met the specification requirements. No deviations that could affect product quality were found. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Study ns 001 pt #3 (ID: (B)(6)) presented yesterday with "my catheter fell out". He is essentially blind and thinks it got caught in his shirt as he pulled his shirt off. The catheter was discarded at his home and therefore cannot be returned. I removed the subcutaneous disc on (B)(6) 2015. The site looked good. The surrounding skin had some mild tape irritation. He liked the catheter and agreed to have another one placed. The catheter performed beautifully until it "fell out". I did not think there was enough room for another new pocket on the left chest. His rij is totally occluded at the junction with the innominate vein. So I placed right femoral nexsite catheter.